Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached when physician fired the mesh left through the sacrospinous ligament. The physician could not ascertain whether the needle was captured inside the capio device. No x-rays were taken of the pt to see if the needle was inside her body, because the physician did not think it was of concern if it was. The case was completed with another pinnacle anterior/apical pfr kit, with no further complications to the pt, who is reportedly "normal" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.